Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device identified breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral and tibial impactor tips werebroken upon impaction of the prothesis. No surgical delay.